Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 10.8-13.0cm from the tip electrode. The etfe coating was intact at the same location.

Event description:
It was reported that during device upgrade, externalized conductors were observed. The lead was explanted.